Event description:
It was reported that high impedance, no sensing on r-waves and high thresholds were observed on the ventricular lead. Poor measurements were also observed on the atrial lead. Patient reported hearing the patient notifier for high impedance alert. During exploratory surgery, the physician found fluid in the ICD header. Both leads functioned normally with the psa. The device was explanted.

Manufacturer narrative:
Analysis found a small amount of discoloration of the header; the coloration is consistent with staining from body fluid, which is normal for an implanted device. No body fluid was noted in the bores. The device was tested and normal pacing lead impedance was noted. Electrical tests found no anomalies related to high lead impedance.

Manufacturer narrative:
Na